Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a venotomy closure of the right common femoral vein with a prostyle device using the pre-close technique via an 8f sheath hole prior to an ablation procedure. Reportedly, the lever was difficult to open. It was eventually opened and the plunger was fully depressed with no issues; however, the suture was not present when the plunger was removed. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 16.8f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D9, h3 - device returning status updated from yes to no. The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties cannot be determined. The subsequent treatment is related to procedure circumstance. In this case, it is possible the device was not deep enough in the vessel and foot was in the access site, or the device was in the vessel but interacted with the vein valve. The failure to cycle may also be caused by the device placement due to issues with the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.